Event description:
The user facility reported that the angio-seal vip was deployed. The patient ended up with an occluded common femoral artery. The angio-seal was deployed intravascular. The patient was sent to the hospital and intervention was performed. An angiogram was performed, and an angioplasty was performed. They still had 30-40% stenosis however, prior was 100% occluded. Additional information was received on 04nov2021. The procedure for patient prior to the use of the angio-seal device was a bilateral angio of lower extremities kissing iliac stents and superficial femoral artery (sfa) stenting. A 6fr procedural sheath was used. An angio was performed prior to closure. The patient was in stable condition. Hemostasis was achieved via angio-seal device and a few minutes of manual pressure. The estimated blood loss was less than 250cc. The puncture was proximal left common femoral artery. There was disease in the artery it was calcified, dense, and eccentric. Just angioplasty was performed.

Manufacturer narrative:
Patient identifier - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for a vessel occlusion post deployment per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.